Event description:
This complaint is now reportable based on analysis completed on (B) (6)2009. It was reported that during a coronary stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a calcified and severely tortuous unspecified vessel. The 3.5x28mm liberte' bare metal stent was advanced to the lesion but could not cross. The physician attempted to get the stent to cross by using a "two wire" technique as well as changing the guide catheter, but was still unable to cross the lesion. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis confirmed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The distal stent struts on rows 1 to 3 were flared. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon was partially inflated which identified that the balloon was subjected to positive pressure. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were found along the entire length of the hypotube. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).